Manufacturer narrative:
The insulin pump had a blank display due to corrosion found on the electronics assembly. The device had minor scratches on the display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call blank display and moisture damage on the insulin pump. Customer's blood glucose level was 349 mg/dl. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was dropped into the toilet. Customer was able to give themselves a correction bolus and also a manual injection. Customer advised the insulin pump appeared normal and no alarms were received. Customer performed and passed the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.